Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2021.

Event description:
It was reported that patient was frequently charging the ipg. The patient had an ipg replacement procedure wherein an MRI compatible device was implanted. The patient was doing well postoperatively. The explanted ipg was not returned.